Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that after the firing at the end of sleeve the surgeon over sewing before he discard the black reload he found that the first row only one clip was malformed instead of forming b shape it didn¿t hit the pocket and went outno adverse event nor complications were reported

Manufacturer narrative:
Product complaint (B)(4). Photographic analysis: one photo was provided. The picture shows the cartridge deck of a black reload. Several drivers can be seen up and what appears to be an unformed staple is noted stuck on the reload. Based on the photo alone the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.